Event description:
The customer claims that there is a patient who had low csf. They had osv I for approximately 10 years but the patient was suffering from a headache, nausea, and dysorexia. It was found that there was a slit ventricle. The doctor checked and replaced it with another maker's shunt valve, and the patient's problem has been solved.